Manufacturer narrative:
Visual inspection was performed on the returned device. The reported failure was confirmed as partial deployment. It is probable that the distal sheath of the supera delivery system was entrapped or redistricted within in the anatomy such that the ratchet was unable to engage the stent properly preventing full deployment and resulting in the stent being removed with the delivery system. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is feasible that the distal sheath of the supera delivery system was entrapped or redistricted within in the anatomy such that the ratchet was unable to engage the stent properly preventing full deployment and resulting in the stent being removed with the delivery system. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and moderately calcified de novo lesion in the popliteal artery. The 4.8mm vessel was pre-dilated with a 5.0x150mm armada 18 balloon catheter for one minute at 10 atmospheres. After deploying the 5.5x150mm supera self-expanding stent, the deployment lock was rotated to the unlock position and the thumb slide was advanced to complete deployment. The thumb slide was then retracted to the starting position and the system and deployment locks were locked. Upon removing the device from the patient under fluoroscopy, the stent did not release from the sheath and came out together with the system. The procedure was successfully completed with a new 5.5x150mm supera stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.